Event description:
On (B)(6) 2014, a reporter contacted lifescan (lfs) for the lay user/patient alleging the patient¿s one touch ultra 2 meter read inaccurately high compared to another device. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The reporter stated that the alleged inaccuracy began in ¿(B)(6) 2014¿. At an unspecified date/time, the patient obtained a blood glucose reading of ¿358 mg/dl¿ with the subject meter and ¿below 200 mg/dl¿ with another device (freestyle), performed greater than 30 minutes of each other. The patient manages her diabetes with oral medication (unknown type), diet, and exercise and denied taking any action in regards to her usual diabetes management regimen in response to the alleged inaccurate results obtained with the subject meter. The patient denied developing any symptoms; however, at an unspecified time on (B)(6) 2014, the patient stated she received an ¿unknown treatment¿ from a health care professional (hcp) and received ¿hospitalization¿. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.